Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an alarm of 814:02 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to faulty pump head module. The pump head module was replaced to correct this condition. Failure code 814:02 indicates a sensor error (reference input outside tolerance).

Event description:
The facility reported a colleague infusion pump with failure code 814:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.